Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. They treated the high blood glucose with the insulin pump. The customer declined troubleshooting for the insulin pump. The customer also reported that the insulin set's tubing had detached at the part for the quick release. The customer's blood glucose level during the incident was 500 mg/dl. The customer did not know the length of time the infusion set had been in use. They were unsure if there was stress or pull on the tubing. The insulin pump was not dropped with the set connected to their body. The customer was unable to return the set for analysis because they did not save it. The device will not return for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).